Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had no power. The reporter confirmed that there was no known damage to the pump, the battery cap was secure to the pump per the instructions for use, and there was no known moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the pump's black box showed an unexplained pump reboot event following the "rewind/load/prime" steps on (B)(4) 2016. The pump powered on with the returned battery cap. The battery cap and battery compartment were intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The alleged issue could not be duplicated.